Event description:
It was reported that during unpackaging of the 4.0mmx30mmx90cm xpert self-expanding stent system (sess), the stent implant was noted to be partially deployed/exposed; thus the sess was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new xpert sess was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was confirmed. Based on visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. A conclusive cause for the reported premature deployment could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, there is no indication of a product quality issue with respect to design, manufacture, or labeling.